Manufacturer narrative:
Updated b5: describe event or problem the returned product consisted of a rebel stented balloon catheter. The balloon was loosely folded with the unexpanded stent separated from the balloon. Blood was observed in the wire lumen (shaft). Analysis of the stent, tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and there were numerous damaged stent struts. The stent damage was consistent with the stent catching and being removed from the balloon prior to expansion. Inspection of the rest of the device found no other damage or defect. An inflation device (filled with water) was attached to hub of the rebel catheter and positive pressure was applied. The balloon was inflated to rated burst pressure and deflated. The balloon inflated easily and in the expected manner.

Event description:
Reportable based on device analysis completed on 05 nov 2020. It was reported that stent deployment failure occurred. Vascular access was obtained via the femoral artery. The 25 x 4.25mm, eccentric, de novo target lesion was located in the mildly calcified and non-tortuous right coronary artery. A 20 x 4.50mm rebel bms stent was advanced but failed to fully deploy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage. It was further reported that the stent was missing during inflation.

Manufacturer narrative:
The returned product consisted of a rebel stented balloon catheter. The balloon was loosely folded with the unexpanded stent separated from the balloon. Blood was observed in the wire lumen (shaft). Analysis of the stent, tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and there were numerous damaged stent struts. The stent damage was consistent with the stent catching and being removed from the balloon prior to expansion. Inspection of the rest of the device found no other damage or defect. An inflation device (filled with water) was attached to hub of the rebel catheter and positive pressure was applied. The balloon was inflated to rated burst pressure and deflated. The balloon inflated easily and in the expected manner.

Event description:
Reportable based on device analysis completed on 05nov2020. It was reported that stent deployment failure occurred. Vascular access was obtained via the femoral artery. The 25 x 4.25mm, eccentric, de novo target lesion was located in the mildly calcified and non-tortuous right coronary artery. A 20 x 4.50mm rebel bms stent was advanced but the device could not expand completely. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.